Event description:
IV tubing malfunction causing patient to finish his infusion early. Secondary tubing dripping when alaris IV pump on hold, (primary line was clamped) which should not happen. Right rate was programed into machine. Rate turned way down to 10cc/hr to administer remaining drug in the ordered 4 hour time period but had to use roller clamp on the secondary tubing 3/4 of the way closed to get rate to deliver accurate rate. Rate was dripping faster than what pump was set at and pump did not beep to alert this. We did check the pump for accuracy using new IV tubing but it seemed to infuse at the correct rate. I believe that the tubing was faulty.patient is fine, vital signs are stable.